Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.

Event description:
It was reported that in the emergency room, the user met with resistance when inserting the swg through the introducer needle. As a result, the user removed the swg and at that time, it unraveled. A delay was reported, however, there was no death or complications to the pt as a result of this occurrence.